Manufacturer narrative:
Technical support (ts) confirmed the reported problem. The unit has passed the warranty period, and the hospital did not ask philips for repair.

Event description:
It was reported to philips by a customer that the unit had no heating. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The v60 is not responsible for heating delivered air or gases, and heating is passive. The heating / humidifying is from a third-party device. Based on this information, it has been concluded that this is not a reportable event.